Event description:
The pump was explanted and returned to the manufacturer for analysis. The pump was explanted after 46 months for alleged battery depletion. A follow-up report will be sent when additional information is available.

Manufacturer narrative:
The device analysis is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.